Event description:
This report is being conservatively filed as recurrent mitral regurgitation was noted, unknown if device related. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with mixed, severe mitral regurgitation, with a posterior leaflet flail. One mitraclip was implanted, reducing the mr to grade 1+ and 3+. There was no device deficiency. On (B)(6) 2022, moderate to severe mr was noted on the follow-up echocardiogram. There was no device malfunction. There was no treatment and no hospitalization required. No additional information was provided regarding this issue.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant informationna.

Event description:
Subsequent to the previous reports, the additional information was received: on (B)(6) 2024, decreased ejection fraction (ef) and progressive cardiomyopathy were noted, despite maximum medication therapy. Worsening heart failure was diagnosed. The event was treated with a pacemaker placement.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported heart failure appears to be related to worsening patient condition. The reported patient effects of heart failure, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported medication required and unexpected medical intervention were results of case-specific circumstances. There remains no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported recurrent mitral regurgitation (mr) appears to be related to worsening patient condition. The reported patient effect of mr as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported recurrent mr and heart failure appear to be related to worsening patient condition. The reported dyspnea and mitral stenosis seem to be a cascading effect of the reported recurrent mr. The reported patient effects of heart failure and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported medication required, hospitalization, and unexpected medical interventions were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes added: h6 health effect - clinical code: 1816, 1965. H6 health effect - impact code: 4607.